Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 4e main drawer 6.2 pocket b1 and pocket d5 are both "read, write, or invalid cubie memory" and were unable to recover the failed spaces. Also, tower door 4 continuously failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that that poor cable connections and contamination on the door board caused inconsistent pocket detection. A field service engineer identified drawer pocket detection issues, reseated all drawer cables, and cleaned the tower door board to address intermittent faults; conducted testing with the customer, including inventory validation, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.